Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020, lot number 216142843 showed the introducer was removed from the shaft and there was a kink on the loop of the mapping catheter. The mapping catheter failed the performance test due to a kink on the loop, pebax tubing was ribbed off, and the introducer was removed. In conclusion, the reported mapping catheter failed the returned product inspection due to loop kink, introducer was removed, and pebax tubing was ribbed off. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the mapping catheter subsequently tested out of specification per the manufacturer's investigation.